Event description:
Patient with known paroxysmal atrial fibrillation elected to have an atrial appendage addressed with the watchman device. He underwent implantation of the watchman atrial appendage occluder device. Tee was performed prior to the placement as well as throughout the procedure. Appendage placement was confirmed on the tee. A 27mm watchman delivery system was advanced into place under fluoroscopy till the foot of the device was almost at the tip of the outer delivery sheath in the left atrial appendage. The outer sheath was slowly removed until the device was seen to expand in the appendage. Adequate positioning was confirmed by contrast angiography and transesophageal echocardiogram (tee) views. A tug test was performed and documented on cine imaging. The position, compression, seal and anchor criteria (pass) were met and agreed upon with the industry representative prior to detachment of the core wire from the device. Contrast was used throughout the procedure. Post-op the patient was resting comfortably on the cart. Ten minutes later the patient started to experience dizziness then rapidly progressed to agonal breathing and unresponsive. He then lost pulse and cardiopulmonary resuscitation (CPR) was stared. A stat echo was performed which showed the watchman device had dislodged and had moved into the left ventricle going toward the av and aorta. Pt was rushed to or for surgical intervention. He was placed on cardiopulmonary bypass. The watchman device was recovered in the distal aorta by vascular surgery. The patient then underwent an atrial appendage ligation. The next day he had to return to surgery for a washout of his chest wound for clots. Patient needed multiple blood transfusions and is still in critical condition. Manufacturer response for system, appendage closure, left atrial, watchman flx¿ (per site reporter). Manufacturer representative was present during the placement. No response to my knowledge.